Event description:
It was reported that during a lap nissen fundoplication procedure, unusual beeping occured. Another disposable blade was used to complete the procedure. No patient consequence.

Manufacturer narrative:
H3. Evaluation summary: the ace36p device was received for analysis. However, when tested the device for functionality, it would not activate as it was noted to have the left min switch button stuck and out of place. It was concluded that the device was nonfunctional as there was a switch failure due to the left min dome being stuck and out of position.